Manufacturer narrative:
This product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -14.0/3.5/109 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2022. The lens was replaced in a second surgery with a longer length lens due to low vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.